Event description:
A woman underwent percutaneous transvenous mitral commissurotomy (ptmc) with ptmc-30 inoue balloon catheter in 2009. The physician who performed the procedure, reported that the abnormal inflation of the balloon occurred during the procedure. The pt's mitral valve was torn after the balloon inflation, and the mitral valve regurgitation occurred. The surgical treatment was required, and mitral valve replacement was conducted. The condition of the pt is good and the pt was released from the hospital at an approximately one month later. The detailed investigation is being executed to the medical institution now.

Manufacturer narrative:
The balloon catheter used in the ptmc procedure has not been returned to the manufacturer, so eval test for the concerned device has not been performed yet. In addition, we are investigating the add'l info about the event to the medical institution. After confirming the add'l info about the device and the event, follow up report will be submitted.